Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened, stretched, and torn. Fluid was observed to leak from the tear. The timing and cause of the observed damage could not be determined. As such, it could not be conclusively determined if the damaged soft cannula is linked to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 23 mmol/l (414 mg/dl) while wearing the pod between 1 and 4 hours on their arm. As treatment, the patient manually injected insulin and a new pod was applied. The device was originally reported allegedly not delivering insulin.